Manufacturer narrative:
(B)(4). The customer returned a peel way sheath and a dilator for evaluation. Under microscopic examination, it was observed that one side of the tip of the sheath was pushed back slightly. The sheath body measured 4 inches in length, which meets specification. The sheath tip inside diameter (ID) could not be accurately measured due to the tip damage. The dilator measured 5 inches in length, which meets specification. The outside diameter (od) of the dilator body was also found to be within specification. A device history record (DHR) review was performed on the peel away sheath/dilator assembly with no relevant findings. The IFU provides insertion techniques for the sheath/dilator assembly. The IFU directs the user to pre-dilate the puncture site if necessary. It was not reported if this was done. The report that the sheath tip ruffled during insertion was confirmed by evaluation of the returned sample. One side of the sheath tip was found to be pushed back. A DHR review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under CAPA 40008542. The failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that during insertion, the introducer bent and started to ruffle at the end. Another device was used. There was a short time delay, but no patient impact.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during insertion, the introducer bent and started to ruffle at the end. Another device was used. There was a short time delay, but no patient impact.